Manufacturer narrative:
Updated b5 describe event or problem with additional information stating the ra lead was tested and the output was adjusted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was suspected to exhibit loss of capture (loc) on the right atrial (ra) channel. Technical services (ts) reviewed and recommended to have in clinic evaluation to better determine the issue. This lead remains in service. No adverse patient effects were reported. Additional information was received stating the ra lead was tested and output was adjusted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was suspected to exhibit loss of capture (loc) on the right atrial (ra) channel. Technical services (ts) reviewed and recommended to have in clinic evaluation to better determine the issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.